Manufacturer narrative:
Result: cracked siderail panels and damaged motion interrupt pan; footboard housing.

Event description:
It was reported by svc report that the head-end siderail panels and the footboard panel had structural cracks with no sharp edges, but possible fluid ingress, and the motion interrupt pan was damaged. No pt involvement or adverse consequences were reported.